Event description:
Patient reported obtaining a blood glucose result of 353 mg/dl, while using the suspect device. Based on this result, patient phoned his physician who advised him to contact emergency medical services. Patient indicated that, upon paramedics' arrival, he was transported to the hospital. While en route to the hospital, patient's blood glucose reportedly measured 122 mg/dl, on paramedics' blood glucose monitor (time delay between prior result on pt's device and result on paramedics' device was not provided). Upon arrival in the hospital, patient's blood glucose reportedly measured 122 mg/dl (on hospital's blood glucose monitor). No treatment was received for blood glucose. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.